Manufacturer narrative:
Reported event: an event regarding an intraop periprosthetic fracture and shell loosening involving a tritanium shell was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Consultant noted xray confirms loose cup; additional records needed. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Consultant noted xray confirms loose cup; additional records needed. It is noted that patient had an intraop fracture during primary surgery. Loosening occurred second to the acetabular fracture. Patient had a second revision on (B)(6) 2015 for dislocation. No further investigation is required at this time. If further relevant information becomes available or the product is returned, this investigation will be re-opened. Not returned to manufacturer.

Event description:
It was reported patient has severe pain and can't walk without walker. It was reported patient, doa (B)(6) 2015: plaintiff alleges the right rejuvenate hip implanted on (B)(6) 2011 failed causing pain and elevated metal ion levels, which required revision surgery on (B)(6) 2015. Suit filed in (B)(6). Update 03/19/2015: came into ER with hip pain, hid had dislocated, unknown for how long. During surgery dr. Tried to reduce the hip but unsuccessful. Ending up taking the femoral head and rejuvenate neck off stem and leave it girdlestone. Update per review of operative report (B)(6) 2016: this pi to cover the revision of the primary as noted in the op report: patient had an intraop periprosthetic fracture during primary surgery where an oversized cup and 3 screws were used. The patient was revised on (B)(6) 2014 as the shell progressively migrated and developed further acetabular protrusio. Patient also experienced pain and leg shortening. Right hip.